Event description:
It was reported that balloon removal difficulty occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 5.00 mm x 12 mm synergy megatron coronary drug-eluting stent monorail was selected for use. During withdrawal, it was noted that the balloon would not pull back all the way into the guide catheter. The physician tried to inflate/deflate balloon multiple times of 3-4 atm to try to get the balloon to rewrap, but still unable to withdraw. There was a visible damage on the balloon shoulder, it will not fully deflate. Physician decided to remove the whole system including the sds, guidewire, guide catheter and had to remove the femoral sheath as the balloon would not come out from the guide catheter. Furthermore, the tip of the guide catheter was flared as a result of trying to remove the sds. The rota drive floppy guidewire was able to be removed from the device outside the patient. The procedure was completed with original device.

Manufacturer narrative:
H6: device codes: removed code.

Event description:
It was reported that balloon removal difficulty occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 5.00mm x 12mm synergy megatron coronary drug-eluting stent monorail was selected for use. During withdrawal, it was noted that the balloon would not pull back all the way into the guide catheter. The physician tried to inflate/deflate balloon multiple times of 3-4 atm to try to get the balloon to rewrap, but still unable to withdraw. There was a visible damage on the balloon shoulder, it will not fully deflate. Physician decided to remove the whole system including the sds, guidewire, guide catheter and had to remove the femoral sheath as the balloon would not come out from the guide catheter. Furthermore, the tip of the guide catheter was flared as a result of trying to remove the sds. The rota drive floppy guidewire was able to be removed from the device outside the patient. The procedure was completed with original device. It was further reported that the procedure was first started off with using a 7f mach1 vl3.5sh guide, but it did not fit well with the patient anatomy. The physician exchanged that guide for 7f mach1 vl3sh guide catheter that was used for the entire procedure until the physician removed everything as a whole from the body. The megatron des was implanted successfully. The balloon was bigger and had more contrast in the indeflator solution. It was deflated for at least 10 seconds with 2 negative pull backs on the balloon before trying to remove the sds system.

Manufacturer narrative:
H6: device codes: removed code device evaluated by manufacturer: the device was returned for analysis. Visual examination identified the stent was not attached. A visual and tactile examination identified no issues along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section noted the extrusion was stretched. Bumper tip showed no signs of distal tip damage. Balloon cones were reviewed. The balloon was pulled in a distally and bunched at the distal section. The inner lumen was detached (starting from 12.1cm from the bumper tip with a length of 8.9cm) but contained within outer lumen. Proximal markerband was pulled proximally from proximal balloon cone. No issues with the distal markerband. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon removal difficulty occurred. The 90% stenosed target lesion was located in the severely calcified coronary artery. A 5.00mm x 12mm synergy megatron coronary drug-eluting stent monorail was selected for use. During withdrawal, it was noted that the balloon would not pull back all the way into the guide catheter. The physician tried to inflate/deflate balloon multiple times of 3-4 atm to try to get the balloon to rewrap, but still unable to withdraw. There was a visible damage on the balloon shoulder, it will not fully deflate. Physician decided to remove the whole system including the sds, guidewire, guide catheter and had to remove the femoral sheath as the balloon would not come out from the guide catheter. Furthermore, the tip of the guide catheter was flared as a result of trying to remove the sds. The rota drive floppy guidewire was able to be removed from the device outside the patient. The procedure was completed with original device. It was further reported that the procedure was first started off with using a 7f mach1 vl3.5sh guide, but it did not fit well with the patient anatomy. The physician exchanged that guide for 7f mach1 vl3sh guide catheter that was used for the entire procedure until the physician removed everything as a whole from the body. The megatron des was implanted successfully. The balloon was bigger and had more contrast in the indeflator solution. It was deflated for at least 10 seconds with 2 negative pull backs on the balloon before trying to remove the sds system.